Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had ineffective stimulation. The health care provider (hcp) managing the patient could not find effective program setting. The patient was reprogrammed at the office on multiple occasions. It was noted that the device was explanted completely. It was noted that the issue was resolved at the time of this report. The indications for use for this patient were urinary dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.